Manufacturer narrative:
H3: upon receiving the device, and the coating on the tip was worn off. The device was decontaminated, then tested. Once the device was plugged into the generator, it gave an e5 error. No other testing was done. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that when the doctor used the handpiece for about 2.5 hours, the doctor used wet gauze to clean the tip of the blade and found the coating was wiped off by the wet gauze. It was noted that this was not the first time the doctor used the wet gauze to clean the tip and they ended up changing to a new handpiece. This was the second handpiece and after about 2 hours of use the same problem occurred. There was no delay and no impact on patient outcome reported.

Manufacturer narrative:
Continuation of d10: product ID ps210-030s (2206179); product type: ; implant date n/a; explant date n/a h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.